Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye using the crystalsert injector system. The pt had pre-existing zonular weakness/insufficiency and there was peripheral capsular disruption and subsequent iol dislocation intraoperatively. The lens was removed and replaced and a vitrectomy was performed. The pt's preoperative bcva was 20/30 with mr plano - 0.75 x 95. Postoperative bcva and mr not provided. The pt's prognosis is excellent. Ref MDR 2031924-2010-00186.

Manufacturer narrative:
According to the surgeon the likely cause of the reported event is attributed to the pt's pre-existing zonular insufficiency. (B)(4).